Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the computer was having some difficulties and replaced the computer. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the imaging system and navigation system could not communicate. The computer to computer connection was checked, and the rg45 connector was replaced on the navigation system. The navigation system had to be rebooted to establish the connection. The site reported that this has been a recurring issue and the representative planned to replace the computer. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen and all functional testing passed. There were no problems with the computer. If information is provided in the future, a supplemental report will be issued.